Manufacturer narrative:
(B)(4). Investigation results. A visual examination of the returned complaint device noted that the clip assembly was deployed and jammed onto the bushing. It was also noted that the clip prongs were locked into the capsule. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip prematurely deployed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the clip was assembly jammed onto the bushing; therefore, this is now an MDR reportable event.